Manufacturer narrative:
This report is submitted on september 29, 2022.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2022 due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent skin revision surgery under general anaesthetic on (B)(6) 2022. This report is submitted on january 03, 2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on july 25, 2023.

Manufacturer narrative:
This report is submitted on august 8, 2023.